Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's parent reported patient has been experiencing elevated blood glucose levels for 3 weeks up to 300 mg/dl and sometimes there are air bubbles in the system. Patient stated correction was taken via infusion device; no success. Patient's normal blood glucose level was not provided. On (B)(6) 2013 patient reported they changed to the backup infusion device and at this time the patient's blood glucose level is better. Patient's father stated he thinks the infusion device is not delivering the basal rate correctly. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.